Manufacturer narrative:
Review of the photo the fse provided indicates that one solid state relay (k6) had failed on heater controller driver pcb catalog number 1-50635-01. The solid state relay's major failure mechanism can be attributed to electrical or mechanical fatigue in the power semiconductor structure. An evaluation of the solid state relay specifications determined it was the correct type for this application. No additional issues were identified. Review of the abbott prism system service and support manual determined that instructions are included for replacing the heater controller driver board and performing operational verification. Complaint tracking and trending data did not identify any adverse trends/triggers or non-statistical trends for likely cause catalog number 1-50635-01. No atypical activity for this complaint issue was identified. Based on the results of this investigation, abbott prism instruments and heater controller driver pcbs are performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): (smoking).

Event description:
The customer stated that during a software operation on the prism analyzer, he received a windows runtime error. Simultaneously, there was a burning smell and visible smoke present from the rear left corner of the analyzer close to the heater controller cardcage. An abbott field service engineer (fse) inspected the analyzer and noticed that the heater driver board for channel 4 had a small burn hole. The heater driver board was replaced. No injury was reported.